Event description:
Procedure: hernia repair (laparoscopic). Reportedly, the silicone coating on the balloon delaminated with pieces of silicone falling into the patient's surgical cavity. The surgeon retrieved all the pieces without difficutly. No pt injury reported.